Manufacturer narrative:
Upon investigation of the actual device used in this incident was established that drawers 2.1 and 2.2 at the main station were not recognized on the bus. A field service engineer conducted an inspection of the drawer and identified damage to both the modular board and the retractor board, which were subsequently replaced successfully. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system device is not recognized on bus drawer 2.1. A reboot of the device was attempted, but the issue remains unresolved. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined by the field service engineer that the retractor band has been damaged which caused a short in the module controller. The field service engineer replaced the retractor band and module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system device is not recognized on bus drawer 2.1. A reboot of the device was attempted, but the issue remains unresolved. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.